Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarm logged on 04/12/2016. This alarms was of type sys_uic_aps_fail, indicating a malfunction of the automatic power switch (aps) circuit. The most likely root cause of the reported event may be attributed to a leaky diode on the aps circuit. Heartware has opened an internal investigation to address the issue of failing diodes at location d5 and/or d7 on the power board of the controller which causes controller fault alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The controller was exchanged due to the controller fault alarm for approximately 30 minutes and the patient was fine during this. The patient was fine and stable post event.